Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing. No intervention was performed. The patient's status was unknown.

Event description:
New information noted that programming changes were performed. The patient was in stable condition.